Event description:
It was reported that cgm displayed error message and caller experienced issue starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to perform pump reset, completed reset with guidance, confirmed error message did not recur, and successfully started new sensor session.